Event description:
The hospital reported that during the coronary artery bypass graft surgery, the first heartstring seal cracked during loading. The second seal did not deploy properly into the aorta. The surgeon used a third seal but noticed a "knot" at the end of the seal during removal. The anastomatic site was not damaged during removal. No patient complications were removed.